Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The pump was received with traces of moisture at lcd board per visual inspection. The pump alarmed weak battery and battery out limit alarms due to corroded battery tube and battery cap contact. The pump was received with cracked case at lcd window corners and reservoir tube. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6)2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 170 mg/dl. The customer experienced low battery alarm and was not able to immediately change the battery. The customer stated that the pump gave numerous bad battery alarms. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.